Event description:
The customer reported a time setting and an unidentified calibration failure. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported a time setting and an unidentified calibration failure. No patient involvement was reported. A philips fse evaluated the device. The device calibration failed. The high voltage capacitor was identified as the cause. The high voltage capacitor assembly was replaced to resolve the issue.